Manufacturer narrative:
This report will be updated should further information be received.

Event description:
Additional information received indicates that the right ventricular (rv) lead was visualized via x-ray and no visible damage was observed. The physician plans to continue normal follow-up with this patient and re-evaluate at the next appointment. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. Visual inspection noted calcification on the lead insulation, portions of the distal spring electrode and proximal spring electrode. Resistance testing confirmed the electrical continuity of each segment. Although the segments themselves pass electrical testing, some calcification is remaining on the distal and proximal spring electrodes and lead body. This along with the increasing impedance seen by the device is consistent with calcification which has built up on the lead¿s shocking coils, creating a non-conductive barrier between the lead¿s shocking coils, thereby gradually increasing the impedance seen by the device over time as the calcification builds up. Laboratory testing on a prior lead showed that as the calcification was removed from the coil, the impedance dropped. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited gradually increasing and high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed that these measurements could be indicative of lead calcification. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was subsequently removed from service and returned for testing. This product issue will be updated when evaluation is complete.